Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe cutter did not working during a procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. One opened probe was received with no tip protector, in a bag, for the report of cutter did not work during surgery. The returned sample was visually inspected and found to be non-conforming with the needle slightly bent, the cutter in the port, and foreign material on the port face and cutter. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for cut and was non-conforming for actuation and aspiration. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be slightly bent. Gouge marks were observed at several locations along the length of the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path to remove the interference. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration and actuation with the probe driver and was able to aspirate and actuate. The initial aspiration and actuation tests failed due to an interference within the probe and once the interference (bent needle and shell assembly) was removed the probe was able to aspirate and actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicates that the probe had an actuation failure and also indicated that the probe had an aspiration failure. The most likely root cause for the actuation and aspiration non-conformances is from the bent needle and bent inner cutter. A damaged/bent inner cutter can impede the movement of the cutter shaft and can also impede, or fully obstruct, aspiration flow through the probe. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle and shell assembly removed), the probe was able to actuate and aspirate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).